Event description:
It was reported that the device loss the ability to pace after the device pocket was opened with a diathermy blade during an expected device replacement procedure. As a result the physician experienced asystole and required cardiopulmonary resuscitation (CPR) until the device could be implanted. The patient was in stable condition following the procedure. Additionally, the device appeared to function appropriately after it was explanted.

Manufacturer narrative:
Reported event of loss of pacing was not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. Analysis performed, including, output verification, interrogations at various pulse amplitudes, and inspection of header and connectors showed normal device characteristics. A visual examination noted no burn marks on the device from exposure to electrosurgical cautery. The instructions for use indicates that electrosurgical cautery can temporarily inhibit the pulse generator operation. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.